Manufacturer narrative:
H6: investigation summary: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified, and the root cause could not be determined. A device history record could not be evaluated as the lot number is unknown.

Event description:
It was reported that the bd nexiva¿ diffusics¿ closed IV catheter system was found cracked and bent at the tip during use. The following information was provided by the initial reporter: "22ga x 1in, bd nexiva catheter inserted into patient's right ac with flashback noted, stylet removed, but catheter would not advance and would not flush. When catheter removed intact it was noted that it was cracked approx. 1/4 in from tip of catheter, bent at an angle. 22aug2023: are you able to provide the lot number? Unknown. Any adverse events or serious injury reported to patient or healthcare professional? Unknown but not reported. What was the patient outcome? Unknown. Was there any delay of, or change in, the course of treatment due to this event? Unknown but not reported. What procedure was being performed? Insertion of peripheral IV. What medication was used in the procedure? None. Was there any medical intervention due to this event? Unknown but not reported."

Manufacturer narrative:
D.4. Medical device expiration date: unknown. E.4. FDA notified?: the initial reporter also notified the FDA via medwatch # (B)(4). H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.

Event description:
It was reported that the bd nexiva¿ diffusics¿ closed IV catheter system was found cracked and bent at the tip during use. The following information was provided by the initial reporter: "22ga x 1in, bd nexiva catheter inserted into patient's right ac with flashback noted, stylet removed, but catheter would not advance and would not flush. When catheter removed intact it was noted that it was cracked approx. 1/4 in from tip of catheter, bent at an angle... (B)(6) 2023. Are you able to provide the lot number? Unknown. Any adverse events or serious injury reported to patient or healthcare professional? Unknown but not reported. What was the patient outcome? Unknown. Was there any delay of, or change in, the course of treatment due to this event? Unknown but not reported. What procedure was being performed? Insertion of peripheral IV. What medication was used in the procedure? None. Was there any medical intervention due to this event? Unknown but not reported".